Manufacturer narrative:
(B)(4). This involved a colleague p1.5 infusion pump with a user interface module software version of 5.09.92. A service history review revealed that this device has not been previously serviced for the reported condition. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through mdq-CAPA-(B)(4).

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with failure code 550:320 was confirmed during product evaluation in the pump's event history. This condition was caused by depleted main batteries. The main batteries and harness were replaced to correct the reported condition. Should additional information be received, a follow-up medwatch will be submitted.

Event description:
The facility representative contacted (B)(4) technical service representative to report a colleague infusion pump with the reported condition "failure 550:320". This condition had the potential to interrupt delivery. This condition occurred during biomed testing. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version is unknown at this time.